Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer reported that the insulin pump was exposed to moisture. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer states the contacts on the battery cap was not missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify led anomaly due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.